Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse not replaced any parts and cleaned safety disk connections. Passed pneumatic test, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that during routine check on event occurred and no patient harm, serious injury or adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a failing leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.